Event description:
It was reported the pt experienced dyspareunia. Vaginal dilatation under general anesthesia was performed on (B)(6) 2013. The event had not resolved at the time of this report. No additional pt complications were reported in relation to this event. Related to MFR report #2183959-2013-01173.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.